Event description:
It was reported that during a carotid artery stenting procedure, stent damage occurred. The target lesion was located in the internal carotid artery. This 8.0x29 carotid wallstent monorail was being flushed prior to the procedure when the physician noticed a bend in the middle of the stent. The procedure was continued with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Visual examination of the returned device found that the stent was fully mounted on to the stent delivery system. No issues were noted with the profile of the device. The device was returned with the packaging stylus still intact. The packaging stylus was removed and it was noted that it was kinked at 190 and 197mm proximal to its distal end. During analysis, it was possible to fully deploy the stent without issue and no issues were noted with the profile of the deployed stent or the inner shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).